Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that there were concerns of loss of capture (loc) on this pacemaker system with a non-boston scientific right ventricular (rv) lead. Technical services (ts) was consulted, but it was not conclusive whether capture was present on the rv channel. Further threshold testing was recommended. In addition, it was noted that the pacing thresholds had been gradually increasing, starting approximately one year prior. No adverse patient effects were reported. This pacemaker remains in service.